Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 3 weeks ago prior to contacting lfs. The patient reported blood glucose readings of "308 and 192 mg/dl" with the subject meter. The patient claimed she manages her diabetes with novolog insulin. The patient claimed she continued to administer 10-12 units of insulin as usual on (B)(6) 2011 at 9:00 am. The patient began to feel hot, sweaty, and weak after the alleged issue began. In response to her symptoms, the patient self-treated with food and/or drink on (B)(6) 2011 at 9:00 am. At the time of the alleged issue, the patient stated no other blood glucose device was used. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly at the time of testing; however the patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.